Event description:
A customer reported that the device, 410-2000, had been used during a total knee arthroplasty on (B)(6) 2023 and that, on an unknown date thereafter, she received a picture ¿from one of our physician assistant¿s. It is hard to know for certain if the burn was from the cautery pad, but from documentation in the or, it appears that that is where the grounding pad was located¿. Further assessment revealed that, on an unknown date, the ¿patient arrived to his post op appt with a square shaped abrasion on his abdomen¿. The patient site had been prepped with "chloroprep". It is stated in the assessment both that the device was introduced to the "right side of abdomen" and that "documentation showed that patient¿s cautery pad was located upper thigh-hard to distinguish if it was upper thigh or lower abdomen". Further clarification was sought as to the placement site of the ground pad but no response was received; it is unclear if the pad was placed at the site of the abrasion/burn. Per assessment, the site was dry at the time the device was introduced; body hair was present and not clipped or shaved prior to introduction to the patient site; the pad adhered in full to the patient site and was not applied across any skin folds; the device was inspected before introduction; there were no folds in the device; and this was the first application for this pad. Per assessment, it was in place on the patient for "3 hours maximum"; it was not replaced and its location was not changed. The degree of burn or abrasion is "uncertain", and intervention included: "washed with hibiclens at home and antibiotic ointment was continuously applied". Per assessment, the ¿burn/injured location is healing¿. This report is being raised due to the reported injury, although it remains unclear whether the pad was placed at the injury site, of an abrasion or burn of unknown degree to the patient. Update: per information received on 16nov23, the device 60-2450-120 conmed system 2450 electrosurgical generator was used during this reported event, and will be listed as a concomitant device; there is no allegation against it.

Manufacturer narrative:
The reported event of the patient burned is confirmed. The device will not be returned for evaluation; however photographic was evidence provided. The likely cause for this event was lack of skin preparation as noted in the instructions for use. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that conmed surefit dual dispersive electrodes have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Always use the lowest power settings to achieve the desired surgical effect. Conductive parts of the pad and associated connectors should not contact any other conductive parts including earth, as this contact may increase the risk of harm to the patient or operator. Avoid skin-to-skin contact when positioning the patient, using dry gauze where necessary. Select a well-vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prostheses or near ECG electrodes and cables. Do not apply where fluid may pool. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect the area to remove oils, lotions, etc. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that the device, 410-2000, had been used during a total knee arthroplasty on (B)(6) 2023 and that, on an unknown date thereafter, she received a picture ¿from one of our physician assistant¿s. It is hard to know for certain if the burn was from the cautery pad, but from documentation in the or, it appears that that is where the grounding pad was located¿. Further assessment revealed that, on an unknown date, the ¿patient arrived to his post op appt with a square shaped abrasion on his abdomen¿. The patient site had been prepped with "chloroprep". It is stated in the assessment both that the device was introduced to the "right side of abdomen" and that "documentation showed that patient¿s cautery pad was located upper thigh-hard to distinguish if it was upper thigh or lower abdomen". Further clarification was sought as to the placement site of the ground pad but no response was received; it is unclear if the pad was placed at the site of the abrasion/burn. Per assessment, the site was dry at the time the device was introduced; body hair was present and not clipped or shaved prior to introduction to the patient site; the pad adhered in full to the patient site and was not applied across any skin folds; the device was inspected before introduction; there were no folds in the device; and this was the first application for this pad. Per assessment, it was in place on the patient for "3 hours maximum"; it was not replaced and its location was not changed. The degree of burn or abrasion is "uncertain", and intervention included: "washed with hibiclens at home and antibiotic ointment was continuously applied". Per assessment, the ¿burn/injured location is healing¿. This report is being raised due to the reported injury, although it remains unclear whether the pad was placed at the injury site, of an abrasion or burn of unknown degree to the patient.